Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not responsive. A field service engineer (fse) was informed that the customer had discovered the ethernet connection was disconnected. The customer verified that patient data was transmitting properly and communicating with the server. Communication was tested and confirmed to be functioning as expected. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not responsive and displayed an rss offline status. The customer attempted to reboot the device; however, the station remained in disconnected mode and continued to show rss offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.